Manufacturer narrative:
Investigation: photo received does not match the event description information reported by the customer. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that there were scale marking issues with a bd syringe 3ml ll¿ w/ndl 20x1 rb. The following information was provided by the initial reporter: it was reported that the measurements on the syringe are incorrect. Details of complaint (reported issue): identification measurement is incorrect a can lead to danger of wrong dosage.

Manufacturer narrative:
The following fields have been updated with additional information: medical device brand name: unspecified bd 3ml luer-lok syringe. Medical device catalog #: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Unique identifier (UDI) #: unknown. PMA / 510(k)#: unknown. Device manufacture date: unknown.

Event description:
It was reported that there were scale marking issues with a bd syringe 3ml ll¿ w/ndl 20x1 rb. The following information was provided by the initial reporter: it was reported that the measurements on the syringe are incorrect. Details of complaint (reported issue): identification measurement is incorrect a can lead to danger of wrong dosage.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were scale marking issues with a bd syringe 3ml ll¿ w/ndl 20x1 rb. The following information was provided by the initial reporter: it was reported that the measurements on the syringe are incorrect. Details of complaint (reported issue): identification measurement is incorrect a can lead to danger of wrong dosage.